Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. The lead was received incomplete with only the terminal end lead segment (44.3cm) being returned. The lead was cut due to the explant procedure. Visual inspection revealed that the lead was missing the terminal end contact. The condition of the terminal end of the lead is consistent with the lead being pulled out of the ipg header while in vivo, which could potentially be a result of the lead migration.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection revealed that the lead was missing the terminal end contact. Channel 1 electrode from the lead stimulation end was cut off and missing.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-01091. It was reported that patient experienced ineffective therapy due to the migration. Reportedly, the leads were fractured in the plug of the ipg. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy restored post operatively.